Event description:
It was reported that once the catheter kit was opened, the tip of the introducer was found kinked. When advanced, both the proximal and distal ends of the introducer kinked, resulting in the failure to deliver the catheter. It was stated this occurred roughly six times. (B)(6) 2022-one used sample was returned to represent the six affected units. The returned sample showed kink damage and sheath tip contained deformation damage. Microscopic observation of the deformation revealed it to be bunched inwards. The facility reported the same issue occurring on six devices. This report addresses the third device/no sample returned.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2646 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (refs2646) have been reported from the same facility in (B)(6).